Event description:
A nurse reported that advisory message appeared and no irrigation during the cataract surgery with intraocular lens implant. The surgery was completed on the same day after turning off the product and replacing the cassette, handpiece and balanced salt solution (bss) allowed the procedure to be completed. There was patient contact and prolonged time of the procedure.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).